Manufacturer narrative:
The product was not available for an evaluation. All product and batch history records are quality reviewed prior to product release. Associated product information was not provided. The root cause cannot be determined for the complaint. There are no other complaints in the lot. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implant procedure, he has experienced cloudiness of vision, dysphotopsia, and decreased contrast sensitivity. Approximately 7 months after implantation the lens was exchanged for a monofocal model lens. Additional information was requested.